Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It ws reported that during a procedure of the heavily calcified, mid superficial femoral artery (sfa) after pre-dilatation with an unspecified size balloon dilatation catheter, the supera stent delivery system (sds) was advanced but could not cross the lesion to be deployed. The device was removed and a second supera sds was advanced and deployment attempted. It was noted that the stent implant became bunched and the stent deployment was stopped. The sds was removed in the sheath from the anatomy after being partially deployed. Two other supera stents were implanted in the vessel without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.